Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing with no pacing inhibition. The noise was noted with isometrics. Surgical intervention was performed and an insulation breach of approximately one inch long was able to be visualized. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.